Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. It was reported that the patient had the implanted device moved on (B)(6) 2018 because it was never secured/ stabilized; so implant had been moving from butt to tail bone and had been sitting on the tail bones for months and was painful. The patient reported the stimulator was not charging and it was hard to charge. Patient stated she notified a manufacturer's representative (rep) to help resolve the issue sometime after (B)(6) of 2018. Patient stated she had MRI's when she became a new patient of her new hcp. It was unsure if any wires had come loose or out. Patient stated she went through all that stuff before getting implant revised. It was reported the revision resolved the issue. No further complications were reported/anticipated. Additional information was received on 2019-07-16 from the health care provider (hcp) providing medical records from (B)(6) 2019 through (B)(6) 2019. A note in the medical records noted "remote for spinal cord stimulator" on (B)(6) 2017. The patient had a history of back pain, back injury, headaches, back surgery, carpal tunnel surgery, hysterectomy and a caesarean. The patient had no known drug allergies but their body would seize up and go numb with contrast. There was tenderness with palpation over the lumbar sacral spine along l4-l5 dermatomes. There was considerably reduced range of motion, hyperalgesia along lumbar dermatomes. As of appointment date (B)(6) 2019. The battery was no longer moving and was working and helping a lot. The patient continued to have worsening muscular pain along l4/l5 dermatomes. The patient was taking medication for pain. There was sprain of lumbar ligaments and intervertebral disc degeneration in the lumbar region. There is spinal stenosis in the lumbosacral region and spondylosis without myelopathy or radiculopathy in lumbosacral region. There was a renal mass of kidney/ureter, myalgia at an unspecific site, and pelvic, perineal pain. Medication list includes amitriptyline, baclofen, cefadroxil, citalopram, cyclobensaprine, doxycycline, estradiol, ipratropium, naproxen, neurontin, remeron, tizanidine, tramadol, trazodone, ventolin, and zolpidem. No further complications were reported.